Event description:
Cardiac arrest pt found pulseless and apneic, pt last seen 30-45 minutes prior to arrival. Cardiopulmonary resuscitation and asystole protocol followed. Applied pacer leads and pads, once pacer was turned on, monitor advised leads off connection was checked and pacer pads moved to anterior-anterior from anterior-posterior, monitor still advised leads off. Pt was disconnected from pacer and appropriate asystole protocol continued. Upon receipt "datascope" service rep inspected monitor and determined bad pacer leads.